Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/29/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Motor battery charger was found defective. Motion batteries found at ov. Motion batteries charger board replaced, motion batteries replaced, rad and amp; fluoro-gain calibration performed. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system would not start-up. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.